Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined, but the high impedances caused the lack of stimulation on the left side. The patient was provided with new programs to provide some left-sided coverage while avoiding the electrodes with high impedances. It was reported that the patient would contact the rep if the issue is not resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was only getting stimulation on the right side and not on the left side. It was noted that the patient¿s painful area is on the left side. It was reported that the patient was in a car accident recently. An impedance check revealed that electrodes 8 ¿ 14 had impedances of over 10,000 ohms. The patient was given new programs to utilize the lead with impedances within normal limits, but it seemed to provide only right-sided coverage. The patient was instructed to contract the manufacturer for more programs if their pain is not covered. No further complications are anticipated.